Event description:
The customer reported being in the emergency room due to high blood glucose of 800mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the high pressure test and passed in the second attempt. Advised the customer that the device is functioning as designed. Instructed the caller to change the entire infusion set and reservoir. The customer mentioned that the day before around lunch time he bolused, but his glucose continued increasing. Then the caller changed the infusion set, but the glucose level still went up. Performed a fixed prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.